Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was around 86 mg/dl, and the meter bg reading was 50 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Customer consumed carbohydrates to address bg. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.